Event description:
In late 2008, the patient reported she had an elevated blood glucose reading last night at 7:45pm of 504 mg/dl. She stated she did not give herself a bolus of insulin to treat the elevated reading as she was unsure how to bolus. This morning at 9:55am, her reading was 381 mg/dl and she stated she did not give herself a bolus of insulin, but would sometimes prime her insulin infusion set to give herself additional insulin. The proper procedure for bolusing was reviewed with the patient and she successfully programmed and performed 2 boluses into the air. The patient agreed to the suggested additional training and a request for training was sent. The patient was advised to consult with her doctor about adjustments to her daily insulin intake. On follow up with the patient, she stated her blood glucose readings are doing "pretty good." No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.